Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that since the patient had their device implanted they had been unable to urinate on their own. The patient stated that they were able to during the trial. It was reported that the patient did not understand the different programs and they were on about 0.5 volts during the trial and it was working fine. The patient had increased to 1.5 volts with the regular implant and the patient had been increasing and decreasing to see what worked best. The patient was wondering if their device could affect their walking because they turned the stimulation up the day prior to report and stumbled a little but hadn¿t slept very well. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Event description:
Additional information received from healthcare provider reported that there was no event cause determined and reprogramming was needed. The device was turned off and this was noted on (B)(6), 2015. No troubleshooting, intervention or action taken. It was reported that the patient cancelled post-operative appointment.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0nwkd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).